Event description:
It was reported that after a new continuous glucose sensor was inserted and scanned, the ilet pump and mobile app did not display sensor status and the pump showed a spinning indicator until the user navigated to start sensor and rescanned the sensor with the app, after which the pump displayed a sensor warm-up message and normal function resumed. Symptoms included no adverse clinical effects. Outcomes included no alerts, no alarms, no hypoglycemia, no hyperglycemia, and no medical intervention or hospitalization. Investigation included customer support troubleshooting and user education, including verification of pump-to-app pairing and sensor setup via the mobile app. Investigation of this case revealed a temporary pairing and setup workflow issue that resolved with rescan through the mobile app, with no device malfunction confirmed and normal sensor warm-up established. It was concluded, based on previously established findings for similar reports, that the cause was use-related pairing/setup sequence error.